Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had broken atrial and ventricular connectors as the output connector assembly was noted to be broken. It was further noted that the hanger assembly and upper case were broken. One case screw was found to be contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg was received into service. There was no patient involvement reported.